Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and granuloma.

Event description:
Healthcare professional reported ¿baker 4 capsular contracture, calcified granulomas, painful hardening breast, yellowing implant¿. This record is for the left side. Device was explanted.